Event description:
Patient reported that today as he was in the pool the v-go device reportedly came off. Patient stated that he was in 3 ft 1 inch of water. Patient advised he did prep the location with the alcohol swabs before placing on the v-go. Patient placed the v-go on his lower abdomen.